Manufacturer narrative:
The product was not returned. The photo provided shows the lens implanted in the eye. Marks are observed that appear to be scratches on the lens. It is difficult to determine the extent of the damage without evaluation of the physical sample. The file indicates the use of a qualified cartridge and handpiece. The file indicates the use of two viscoelastics and only one is qualified with the approved company cartridge and handpiece combination. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, 2 lines/scratches or fold marks on the lens was noticed. The lens remain implanted in the patient's eye since there was no back up lens at the time of surgery. Additional information has been requested and received stating there has been no patient complaint of glare or halos.